Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID 3889-28, lot# va0r4uq, implanted: 2015 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
The patient reported programmer training was ineffective because, the patient was still under the effects of anesthesia. The patient was under anesthesia when shown how to use the patient programmer. The patient did not know how to use her device. The patient was implanted last friday on (B)(6) 2015. On the call, the patient used the patient programmer and was able to connect right away. Then the patient had to go to a different room and tried to connect again. Patient programmer showed 'replace batteries'. The patient was surprised she had to replace batteries because, she just got the device last friday. The patient then replaced batteries and was able to connect to implantable neurostimulator (ins). After the patient made adjustments, she tried connecting again and was getting a poor communication screen. The call was 37 minutes and patient services suggested the patient should take a break and try to connect again later. While the patient was using the patient programmer, after she changed batteries, she also stated all of a sudden the back of the patient programmer came open. Patient services assumes the patient did not shut the cover of the battery compartment when she changed batteries. The patient was frustrated with trying to learn how to use the patient programmer, noting: 'it is a pain in the butt' the patient stated since (B)(6) 2015, she only felt stim when she was standing up. She felt no stim when sitting. Then she stopped feeling anything. The patient did not provide the date, she said 'a couple of days ago'. The patient used the patient programmer and confirmed her ins was on and she was in program 1 at 1.1 v. The patient increased stim to 2.4 v and said she felt comfortable, tolerable stim. The patient said it felt like burning sensation but it was tolerable. Patient services suggested the patient may consider turning it down. The patient stated she will call her hcp (healthcare provider) to discuss. The patient was also not able to connect to ins when she tried the second time on the phone. The patient will take a break and try again later. The patient also said after she increased stim on the call, she felt stim underneath her right butt cheek. Before that she felt stim in her vagina. The patient asked how she would know it is working. The patient also mentioned she is very skinny and can feel the implant, it is not deep. The patient also mentioned she had 2 things going on: overactive bladder and urge incontinence. She has many utis (urinary tract infections) because she is retaining. The patient was going to watch how much she goes to the bathroom and watch her flow to see if the therapy was working. The patient also mentioned she has ms and was not steady on her feet. Her walking was not the best. She had problems with her leg and knee. Those were prior to the implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.